Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the broken device was confirmed. The clinical/medical investigation concluded that, the requested clinical/medical documentation/information was not available, and the patient outcome is unknown. Review of field action did not reveal involvement of the ¿08mt¿ lot noted in the provided intra-op photo. It is unknown if all fragments were removed from the joint space. Without the requested documentation, the root cause of the event could not be fully assessed and the patient impact beyond the reported device fracture, possible small fragments of retained foreign bodies, revision after approximately 11 years in-vivo, and an expected post-op convalescence phase could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that after thr performed on (B)(6) 2011 the biolox forte ceramic liner 54 x 36 mm fractured beneath the titanium ring. There were small fragments of the liner in the joint. A revision surgery was performed on (B)(6) 2021 to exchange the head and liner. The patient outcome is unknown.